Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. A new icm was implanted. The original icm is not expected to be returned as it was discarded. No additional adverse patient effects were reported.